Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported the system is not cycling and there is an issue with the gas delivery system.

Manufacturer narrative:
The customer indicated the ventilator was not on a patient, which was found during the vent check. The customer spoke with a remote service engineer, and it was advised to suspect the gas delivery system (gds). The customer replaced the gds, and the issue was resolved. The gds, including the data acquisition (da) board, were received in the manufacturing for analysis. Visual inspection of the da revealed significant damage. Physical damage to da bard connector j2. Heat damage to multiple components. The returned gds was installed onto a known good test unit. Boot unit in normal operation mode and check for alarms and errors. The ventilator did not boot up and deliver breaths. The ventilator generated an error and alarm relevant to the watchdog alarm. On the returned da board, all components showing heat damage are on the 3.3v supply. Due to the extensive nature of the damage, exhaustive repair of the board is not feasible.